Manufacturer narrative:
The clinical data was returned to zoll medical corporation; review of the clinical data confirms the device's algorithm worked as designed and within the limitations of the technology available. One of the limitations is to distinguish between a responsive and nonresponsive patient. The trained responder is trained to recognize the difference. Review of the data file audio recordings confirms the end users recognized the return of the patients pulse, eyes opened, and responses to questions prior to the delivery of the shock. Zoll medical AED plus operation guide states "use of the device for defibrillation is indicated on victims of cardiac arrest with apparent lack of circulation as indicated by: unconsciousness, absence of breathing, and absence of pulse or other signs of circulation." Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) female patient, the device issued a "shock advised" prompt when the patient was conscious. The first responders subsequently administered the shock to the patient. Complainant indicated the patient went back into cardiac arrest. Paramedics arrived and another defibrillator was obtained by the clinician to continue treating the patient. There were a total of eight shocks administered to continue treating the patient. Complainant indicated that the patient subsequently expired.